Event description:
It was reported that app does not work occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be app crash, of which the probable cause could not be determined. The reported event of app does not work is reportable based on the finding of app crash. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).